Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying customer was using dry parts when pumping; verifying correct kit components were being used and washed according to our instructions for use; verifying breast shield fit; and powered the device on with power supply and battery pack. The customer was sent replacement parts and the return of her original parts were requested back for testing/evaluation. On (B)(6) 2022, the customer contacted customer service and stated that she was still having low suction with the replacement parts and she was engorged. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer stated that she developed mastitis the first part of march and was prescribed an antibiotic. Additionally, the customer stated that the replacement parts were not working for her and that the membranes do not stick like they should and that her mastitis was coming back. The complaint handler encouraged her to contact customer service for a replacement pump. The customer has been contacted on multiple occasions after to see how replacement was working and if her mastitis was resolved with no answer. The customer's parts were returned and evaluated on 3/20/2022, it was noted that the connectors and membranes had milk residue on them. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer posted via social media that she got her pump in style max flow breast pump and she was not impressed. Additionally, she alleged that she could only get one let down while pumping and she already had engorgement and mastitis.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 05/26/2022. The device passed suction and cycle specifications when tested with the medela lab kit. It was noted in the evaluation that the customer's connectors and membranes had human milk residue on them.